Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue supplier ¿ root cause: inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools: no crimp cross-sections provided." The DHR review is not required. A labelling review is not required, as labelling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the excessive air in lines upon disassembly, it was found that the hot side connection between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress.

Event description:
It was reported that the excessive air in lines upon disassembly, it was found that the hot side connection between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.